Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing pain at the lead incision site. Infection was suspected. The patient was prescribed pain medication and antibiotics for prophylaxis. The pain was not suspected to be device related. The patient was doing well after antibiotic treatment.